Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of greater than 400 mg/dl. Reportedly, the cause was the customer's settings for a max bolus were limited to 10 units, and customer consumed a meal requiring greater than 10 units of insulin to correct. Tandem technical support directed the customer to increase the max bolus settings. The customer was instructed to consult with healthcare provider regarding bg level.